Event description:
It was reported that the lead had intermittent atrial capture and increased impedance. It was also reported that the lead had no capture and upon fluoroscopy the lead was found to have no slack. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had intermittent atrial capture and increased impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.